Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of non-obstructive urinary retention; trial began (B)(6) 2019. It was reported the trial patient stated that the device is not working very well and that they are now voiding less volumes on their own and more volumes with catheter use. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.